Event description:
It was reported that the patient went to see the healthcare provider due to an alarm. The right ventricular (rv) lead was found to have oversensing of noise with increase sensing integrity counter (sic) and high impedance. The lead was suspect of a fracture. The pace/sense portion of the lead was capped, leaving the high voltage coils in use. A new low voltage pace/sense lead was implanted. No patient complications have been reported as a result of this event.